Event description:
It was reported that sensing noise and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. High capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement was confirmed. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.